Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for distal humerus fracture with va-lcp plate and screw. On (B)(6) 2023, it was confirmed that the lateral distal end screw was broken. The plate will be removed and replaced (date to be determined). No further information is available. This report is for one (1)va lockscr ã¸2.7 head 2.4 self-tap l50 ta; this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product code: hrs d9: complainant part is not expected to be returned for manufacturer review/investigation. E1:(B)(6). E3: reporter is a j&j employee. H3, 4h, h6 sterile part: 04.211.050s sterile lot no:146l227 release to warehouse date: 06 mar 2023 expiry date: 01 mar 2033 manufacturing site: werk selzach supplier:(B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Non-sterile part: 04.211.050 non-sterile lot: 3764p37 manufacturing site: werk selzach release to warehouse date:13 jan 2023 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.